Manufacturer narrative:
(B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient had tenderness around the battery and lead site. An ultrasound of the area did not find severe swelling or redness around the incision sites. X-rays were taken and the leads looked like they were appropriate and impedances were all within normal range. The healthcare provider did blood work for the low grade fever and lymph node swelling and all blood work came back normal. The patient reported warmth around the pocket site and pressing on the pocket site did not produce warmth elsewhere. The representative noted that the pocket site did not feel any different then the rest of the patient¿s body and that the patient had a low grade fever. It was mentioned that there was mild lead site swelling and the patient had been started on antibiotics before the blood work had been sent for testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. Patient stated it felt like her back was on fire at the incision site. Patient reported throbbing pain. It was reported that it had been burning for the last 48 hours at incision site at middle of spine. Patient stated she was not sleeping because she was in so much pain and she was nauseous which she stated she knew was from the pain. Patient stated felt like burning inside. Patient stated her left side of incision was swollen and was getting worse. Patient stated she felt worse and was so nauseous. Patient was tender around where battery was in right buttock. Patient stated her normal body temp was 97.6 and she had a low grade fever of 99.3 on (B)(6). Patient saw hcp on monday. Patient was told not to turn on stim because if she pulled out a wire could cause more damage. Patient stated now they had no pain relief. She had it turned off for probably a week. Patient stated if she turned it on, she could feel stimulation in leg and lower back. Patient stated she tried kinetic tape, the doctor stated that was fine. Patient also tried using a cream. Patient reported she thinks it may be the way she rolled. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The rep stated that since the original call, the patient's bloodwork showed no infection. Patient reported that she did not fall when this began 1 month ago.